Manufacturer narrative:
Of the 1 allegations of a malfunction, pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction event. A review of the events indicated that the 2020 model pump experienced a blank display screen with moisture present. These reports were received from various sources. The patient associated with this allegation was a male, (B)(6).